Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - inform meter (B)(6) - inform base unit.

Event description:
Caller states that the inform meter shows signs of an electrical short. Caller states that the connector pins are corroded and one connector pin is burned. No adverse event reported. Requested return of suspect device and replacement was sent.